Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked from the opening to the case seal. The returned battery cap was able to secure properly to the pump. The pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was dim and discolored with faded text with the contrast setting at maximum setting. In addition, the bolus button cover was peeling and the button was unresponsive. Removal of the button cover found that the button contact was misaligned and there was contamination on the button assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. No damage to the battery cap or moisture corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.